Event description:
Around 0440 the bedside nurse came to draw morning lab. During lab draw, a lot of gas came out of the purple lumen with sluggish of blood return. The nurse tried to flush the line and noticed the leaking at the junction between the tubing and the purple cap. The charge nurse and md were notified. Charge nurse came with a rn to assess the line. Flushed the line and saw leaking too. The line was clamped. Md was ok to continue to use the white lumen for infusion. Around 0645 the white lumen was found leaking blood by rn. The bedside nurse came to check and saw it was leaking. The line was clamped, charge nurse and daytime md notified. Two pivs (peripheral ivs) were started for pt. PICC line was removed by md and hospitalist team at 0715. Day shift charge, rn has line to be examined due to patient is positive for clabsi enterococcus and pseudomonas. Mds would like to send tip for cultures as well.